Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the first pre-dilatation with the voyager, the balloon had ruptured at 4 atm. It was replaced with another company's 2.5 x 15 balloon and the procedure was completed with deploying a stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The patient anatomy was described as mildly calcified and 90% stenosis, which could have contributed to the reported rupture. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.